Event description:
The device was used during a colectomy. Reportedly, the instrument partially fired. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.